Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, active current measurement, sleep current measurement, and self test. No battery or power anomalies noted during testing however, power graph generated by adapt power management tool shows unexpected battery power loss at a period of time. Problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump did not hold charging. Customer stated that they received low battery alert. Customer stated that insulin pump's battery only lasts for 1-2 days. Customer was assisted with troubleshooting for the battery issue. No harm requiring medical intervention was reported. The device was returned for analysis.